Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that e360 ventilator had a flow sensor error. Patient involvement information was not provided by the customer. A third party service provider evaluated the ventilator and replaced the flow sensor. The ventilator was reported to be running normally.